Event description:
Resident was lifted with a mechanical device. The bolt came out of the hydraulic portion of the lift causing the pt to fall and land on a bedside commode. Hosp reported this to the vendor.